Manufacturer narrative:
H3, h6, h10: the reported 4.5 mm healicoil sa pk, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the anchor during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Per e-mail communication, the healicoil anchor which was torn off after implantation was removed from the patient. It was further reported that the procedure was successfully completed using a multifix anchor as back-up device into an additional bone hole. No patient injuries or other complications were reported, and the device will not be returned for evaluation. Therefore, since no patient harm is being alleged, no further assessment is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a shoulder arthroscopy, the "4.5mm helicoil peek anchor" torn off after implantation. In consequence, the anchor was removed from the patient. The procedure was successfully completed using a multifix anchor as back-up device into an additional bone hole. There was a surgical delay greater than 30 minutes (one hour) and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.